Event description:
New information received on (B)(6) 2017 stated that the patient underwent a lead explant procedure on (B)(6) 2017. Right ventricular lead was explanted and replaced due to high lead impedance. The extraction was complication free and the patient was stable pre- and post- procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 10/05/17 revealed that the patient will undergo an lead revision and replacement on (B)(6) 2017. The patient is not pacermaker-dependent and was in good condition after the follow-up.

Event description:
It was reported that the patient presented remotely via merlin.net with increased lead impedance on the right ventricular lead. The patient was brought in for their 24-month device check, cinefluoroscopy, and a chest x-ray due to the increased lead impedance. The patient had no complaints and was not aware of the issue. No intervention was performed at this time.